Manufacturer narrative:
D10: 02-022-44-3013 - truliant tib imp psc insert sz 3, 13mm - (B)(6); 02-020-11-0230 - truliant ps cem fem ps cem left sz 3 - (B)(6); 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t - (B)(6); 02-012-60-1425 - tru stem ext 14mm x 25mm - (B)(6); 204-70-00 - tibial stem ext. Screw - (B)(6); 200-02-35 - three peg patella 35mm - (B)(6); a10012 - gps implant kit v2 - 10007419045. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00797. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 3 months after a left total knee replacement surgery, the patient underwent stage 1 of a two-stage revision procedure to address prosthesis wear, infected left total knee replacement. Approximately 3 months later, the patient underwent stage 2 of the revision procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. A review of the sterile certificates was performed for all components. All lots were accepted to the requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.